Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Sample collection and centrifugation info was not supplied. The customer did not supply troponin t results or the exact methodology used. The customer diluted the sample and the results were not linear, a possible indication of an interferent. No further info was supplied. Interference testing at beckman coulter customer prod line support (cpls) lab confirmed two kinds of interferences: a heterophile interference and an interference which likely relates to alkaline phosphatase. This interfering compound distinct from heterophile antibodies causes reproducible false positive results. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from add'l tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add¿l reportable events.

Event description:
The affiliate alleged the customer reported elevated troponin I (accutni) results for one pt sample involving unicel dxi 800 access immunoassay system. The elevated results were not released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc., in (B)(4) with the pt samples for further analysis.